Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product caiman disp.instr.articulat.d:12/240mm. According to the information received the caiman vessel sealer was not sealing properly / jaw was not opening properly. The procedure was a exploratory laparoscopic bowel resection. There was no patient harm. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Up to now, there is no product available for analysis. Consequences for the patient according to the available information, there were no negative consequences for the patient. Investigation no product at hand. Batch history review a product recall for all pl730su was initiated, so a DHR review is not more necessary. Conclusion and root cause the root cause for the problem is most probably manufacturing related. Corrective action a product safety case was launched.

Manufacturer narrative:
D section: product information- batch 474c, expiration date 30jun2022. Investigation results: the instruments exhibits no outwardly defects. During visual inspection it was found that the oin of the jaw mechanism is in its position, the clamping function works properly. Inside the jaw it was found that the insulation tongues are partially damaged and torn off. During the sealing test it was found that the insulation in the jaw works not properly because of the defective insulation tongue. Batch history review: a product recall for all pl730su was initiated, so a device history record is not longer necessary. Conclusion and root cause: the root cause is most probably usage related. Rationale: the insulation tongues are damaged and partially torn off. This happened most likely during cleaning of the electrodes. A manufacturing error can be excluded.